Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient stopped charging their ipg as recommended, rendering their ipg inoperable. In turn, surgical intervention may take place to address the issue.